Event description:
This is the second of two reports (same product ID, different serial/lot numbers, different patients). Too much movement of both skull clamp arms when fixated and not fixated on the patient's head. It was reported that the skull clamps seem to lose "hardness" after a few months. There was no patient injury reported. It was unknown if there was an increase in surgery time. Additional information received on 29sep2016 with the following for both skull clamps: the product issue were similar for the two mayflield2 skull clamps, but were used on different patients, for a cerebral tumor resection. Patient age and gender were not provided. Both surgeries were completed with the same mayfield2 skull clamps. There were no injuries reported. The surgeon explained that he was able to finish the surgeries without big safety problems, but does not feel comfortable with the movement of both skull clamps. The problem with the movement was worse when the mayfield2 skull clamps were fixed at largest distance between frontal and backside fixation points. Linked to mfg. Report number: 3004608878-2016-00267.

Manufacturer narrative:
Integra has completed their internal investigation on 31 oct 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: evaluation was unable to conclusively verify customer information as valid. During investigation we have observed that no fault has been found. The lateral movement is within specifications. Device history record reviewed for this product ID work order # (B)(4) total of (B)(4) were manufactured on 06/29/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to "too much movement " for this product ID shows that (B)(6) complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the root cause undetermined. No failure could be found. The device was within specification.